Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure a potential defect in the defibrillation coil was visualized under fluoroscopy. The lead was removed from the patient and upon further inspection the defect was visible to the eye. The lead was not implanted as the physician had concern regarding appropriate function of defibrillation coil. A new lead was implanted instead. No patient complications have been reported as a result of this event.